Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31491254) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure of an internal carotid artery occlusion to treat an acute ischemic stroke (ais), the devices were used in accordance with their respective instructions for use (ifus). The occlusion was located in the ic-top. A flexor® shuttle® guiding sheath (cook medical) was used via the femoral approach but could not be advanced from the aorta. As a result, the attempt to approach the internal carotid artery (ica) was through the right subclavian artery via the radial approach. Due to the steep angel from the subclavian artery to the common carotid artery (cca), the shuttle guiding sheath became kinked at the hairpin curve. An embotrap revascularization device (catalog # unknown /lot # unknown) and the 132cm cereglide 71 catheter (nic71132c / 31491254) were advanced to the lesion, and the physician performed the thrombectomy using the combined technique. When the embotrap device and the cereglide 71 catheter were pulled together as a unit, they became stuck at the kinked section of the shuttle sheath. It was reported that ¿while pulling as is, the lumen of the cereglide 71 was damaged.¿ the cereglide 1 and the shuttle were removed from the patient¿s body and the cereglide 71 was replaced with the ace¿ 68 reperfusion catheter (penumbra), and the second pas was performed. ¿similar to the first pass, the [ace 68] also became deformed, but the thrombus was barely retrieved, resulting in revascularization.¿ continuous flush was maintained during the procedure. There was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 23-jun-2025. [Additional information]: on 23-jun-2025, additional information was received. Per the information, the originally reported lot number 31491254 for the 132cm cereglide 71 catheter (nic71132c) was not correct. The correct lot number is 31347321. A review of manufacturing documentation associated with this lot (31347321) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Corrected sections: d.4 and h.4. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.